Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the vitrectomy cutter was not working prior to a cataract extraction with intraocular lens implant procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The company representative found that the vitrectomy probe was improperly connected, confirming the reported event. The company representative gave instructions to the customer regarding proper connecting. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 10, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to improper connections of the vitrectomy probe. The manufacturer internal reference number is: (B)(4).